Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure the pacemaker set screw was stripped and failed to be tighten. As a resolution the pacemaker was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported event of the ventricle setscrew could not be tightened was confirmed. The analysis revealed that the setscrew was being stripped because the user/physician was incorrectly inserting the torque wrench into it.  Partial insertions of the wrench caused the stripping of the setscrew inset.  After the setscrew inset is stripped the setscrew can no longer be tightened to secure the lead. This is a user-related anomaly resulting from improper use of the torque wrench during the procedure.